Event description:
Complained of intermittent external device function and poor sound quality. Exchange of external equipment could not solve the problem. Telemetry testing confirmed, that the device had malfunctioned.